Event description:
It was reported that the pruitt f3 shunt balloon ruptured during carotid endarterectomy procedure. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, the exact root cause of the balloon rupture could not be determined. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the endarterectomy procedure. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot.